Manufacturer narrative:
(B)(4)

Event description:
It was reported that the senior chemotherapy nurse had to remove the PICC line which was leaking on 29.5.18 (the line was placed on (B)(6) 2018). The defect appears to be between the PICC port and the clear tubing. The device is scheduled to be replaced.

Manufacturer narrative:
Qn# (B)(4). The customer returned a 1 lumen 4fr x 50cm PICC catheter. The catheter appeared used. Visual examination of the catheter revealed the catheter body was cut/separated at the 45 cm mark (determined that this cut was done procedurally and therefore will not impact the outcome of this investigation). Functional testing identified a leak in the distal extension line body adjacent to the distal luer hub. Microscopic examination revealed a small hole in the location of the leak identified in functional testing. The appearance of the hole was round and jagged and was consistent with damage related to use rather than a manufacturing issue. The hole in the extension line was located at the base of the luer hub (no dimensional location required). The inner diameter and outer diameter of the distal extension line were measured and were found to be within specification. The returned catheter body length measured approximately 45.5 cm. This is not within the specifications of 50.32-50.8 cm per catheter graphic. Therefore, it appears that at least 4.82 cm of the catheter body was not returned. The catheter was functionally leak tested by occluding the distal end of the catheter and injecting water into the distal extension line hub using a lab inventory 10ml syringe. When the distal extension line was pressurized, water was observed leaking near the luer hub base. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. The instructions for use provided with the kit warns the end user to not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. The IFU also warns to not secure , staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. The IFU states to not exceed 5 injections or catheter's maximum recommended flow rate located on product labeling and catheter luer hub to reduce risk of catheter failure and/or tip displacement. The customer report of the catheter leaking in use was confirmed through visual/functional inspection of the returned sample. Functional leak testing of the catheter revealed a small hole in the distal extension line body at the base of the luer hub. The appearance of the hole was round and jagged and consistent with damage resulting from use rather than a manufacturing issue. A device history record review for the catheter did not reveal any manufacturing related issues. Based on the condition of the returned sample and the report that the damage was observed during use (after approximately 4 months of use), it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the senior chemotherapy nurse had to remove the PICC line which was leaking on (B)(6) 2018 (the line was placed on (B)(6) 2018). The defect appears to be between the PICC port and the clear tubing. The device is scheduled to be replaced.